Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Handpiece cable restricting water flow, water solenoid leaks. The pot switch is damaged, unit cannot be regulated.

Event description:
While using a g137 scaler, the power knob is broken and the inserts are heating up even with water turned up, poor water regulation; no injury resulted.